Event description:
Additional information was received from the affiliate indicating that at an unk time the circumflex and the left main coronary vessels were treated with cordis product, cypher sirolimus-eluting coronary stent. Details of the implant procedure for these devices are not available. In 2007, the two cypher stents implanted at the circumflex restenosed and cto occurred. This event was treated with implantation of two additional stents. The stents in the left main were reported as being widely patent. No additional information is forthcoming.

Manufacturer narrative:
The devices involved in the event herein reported, both with unk catalog and lot numbers are distributed outside of the united states. However, they are similar to the united states product cypher sirolimus-eluting coronary stent. This manufacturing report is applicable to two devices with an unk catalog and lot number. This is one of four products being reported for the same event. Please reference manufacturing reports #: 9616099-2007-00409, 9616099-2007-00410, and 9616099-2007-00411. Any additional information will be submitted within 30 days of receipt.